Event description:
Initial report indicated that patient had a severe headache as of in 2001. Parameters were increased in 2001. Further investigation revealed that patient was admitted to the hospital for seizures for 4 days in 2001. The device was not programmed to off during the hospital stay.